Event description:
It was reported to baxter (B)(4) that a colleague pump had a band of its screen not working. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(6). Evaluation summary: the reported condition of a colleague infusion pump with problem with a "band of screen not working, was confirmed by service. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review revealed no previous service events were related to the reported condition.